Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to add saline to the inflatable penile prosthesis(ipp) reservoir due to the strength of the cylinder being weak. No components were removed or replaced. A patient outcome of stable was reported.